Event description:
The user reported insufficient ice formation on 1 needle during a renal cryoablation procedure. One needle was used in this case. This event is being reported on the basis that the failure could have caused undertreatment, which would require an additional treatment and procedure. During the first freeze cycle, the iceball was small. During the third freeze cycle, no ice was created. The case was completed with no reported patient injury. The needle will be returned to the manufacturer for investigation.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The needle was cut from its tubing, and testing could not be performed. The reported complaint could not be confirmed. Review of the needle lot manufacturing records did not identiffy any freezing malfunctions within the needle batch.